Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2013 and the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed normal battery depletion.